Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances of more than 3000ohms which subsequently led to a lead safety switch. In addition, oversensed noise along with loss of capture (loc) and high capture thresholds was also observed. Technical services (ts) was consulted and provided reprogramming options. Further information was provided stating that a procedure to remove the rv lead was schedule in the upcoming months. Reprogramming adjustments were applied. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.